Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified signs of wear and tear with scratches and gouges. The knob has fractured off from the handle and some of the threads from the knob remain in the handle. Reference attached photographs. The returned device was reviewed with optical microscopy (keyence vhx-2000) and scanning electron microscopy (jeol 6610lv). Optical images of the device are provided in figures 1 ¿ 2, with sem images of the fracture surface provided in figures 3 ¿ 9. Quasi-cleavage overload artifacts were observed throughout the fracture surface, suggesting the overload failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. As no product was returned, visual and dimensional evaluations of the product could not be performed physically. Visual examination of the provided picture confirms the reported event, the locking screw head has fractured off the thread. Medical records were not provided. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a left partial knee arthroplasty the impactor fractured and the fractured piece fell to the ground. The patient did not retain any foreign body. The instrument was still usable so the surgeon was able to finish the surgery. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.